Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 285 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-dec-2018. It was reported that the crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The procedure was completed with another of the same device. No patient serious injury nor adverse event were reported and the patient's status was stable. However, returned device analysis revealed hypotube fracture.